Event description:
Boston scientific received information from the local area sales representative that this pulse generator could not be interrogated despite multiple attempts with multiple programmers and wands. The programmer error that would present was described as "out of range telemetry". The technical services consultant discussed how the device could possibly be at end of life, and suggested troubleshooting with a magnet, etc. The possibility that this device may have been changed out to a non-bsc device was another option. The local area sales representative planned to follow up with the patient at the physician's office.

Manufacturer narrative:
Most recently, this medical device was removed from service but has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.